Manufacturer narrative:
It has been determined that complaint file (B)(4) with a manufacturing report number of 3012307300-2023-09326 is no longer considered reportable. While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Please disregard any reports associated with it.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited network connectivity issues. Patient involvement is unknown.